Event description:
It was reported that during an attempt to interrogate the device there was an error code. The programmer was power cycled but the error code appeared. All printing mechanisms were turned off, the programmer was power cycled, and again the error code appeared. The caller stated there was an issue interrogating the device post implant and when another programmer was used, the interrogation was successful. Technical services suggested using another programmer. The status of the programmer is not known and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an issue interrogating the device post-implant, and another programmer was used successfully. The programmer remains in use. No patient complications have been reported as a result of this event.